Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking solo valve is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed some blood use residues throughout the returned catheter. A functional test of charging the catheter with water and suspending it with the solo valve upside down revealed a slight leak in the solo valve. Microscopic observations of the solo valve revealed blood use residues stuck inside the valve. The valve may remain in an open position when abundant blood use residues remain inside the valve causing an opening in the valve. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after PICC line placement the valve did not work and had a return. No other information was provided.

Event description:
It was reported, after PICC line placement, the valve did not work and had a return. The product reported with ref (B)(4), was removed the same time from the patient. There was not any serious injury, medical intervention or change of treatment required. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.